Event description:
It was reported that the customer experienced "functionality" issues with the touchscreen. Additional information was not provided. There was no reported adverse impact to customer's blood glucose level.